Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the flextip plus catheter broke. This happened while the patient was being moved. The broken pieces were removed from the patient without any harm to the patient. The catheter and packaging was discarded and not available for return.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance the catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without the sample.

Event description:
It was reported that the flextip plus catheter broke. This happened while the patient was being moved. The broken pieces were removed from the patient without any harm to the patient. The catheter and packaging was discarded and not available for return.